Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A corporate inventory manager reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user clinic. Additional information was obtained through follow-up with the clinic's facility administrator (fa). The fa stated the blood leak occurred at the initiation of hd treatment. As soon as blood reached the dialyzer, staff noted blood mixing with dialysate. The blood pump was stopped and the lines were clamped. The blood leak was internal; blood was visually observed in the dialysate compartment of the device. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive for blood. There was no damage or defect noted on the dialyzer. Fresenius bloodlines were also being used. The patient¿s blood was not returned; estimated blood loss (ebl) was 100 ml. The fa confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided caps were attached to the returned device. The fibers were wet with evidence of blood exposure. During gross visual examination, a delamination was observed in the polyurethane (pu) on the cavity ID end. The delamination was found to be extending from approximately 270° to 60°, with the dialysate ports at 0°. It was also noted that the pu was uneven. Further examination of the complaint device did not identify any other damage or irregularities. The dialyzer was not subjected to a laboratory leak test since this failure is known to impact the integrity of the dialyzer. The investigation into the complaint was able to confirm the reported event.

Event description:
A corporate inventory manager reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user clinic. Additional information was obtained through follow-up with the clinic's facility administrator (fa). The fa stated the blood leak occurred at the initiation of hd treatment. As soon as blood reached the dialyzer, staff noted blood mixing with dialysate. The blood pump was stopped and the lines were clamped. The blood leak was internal; blood was visually observed in the dialysate compartment of the device. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive for blood. There was no damage or defect noted on the dialyzer. Fresenius bloodlines were also being used. The patient¿s blood was not returned; estimated blood loss (ebl) was 100 ml. The fa confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A corporate inventory manager reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user clinic. Additional information was obtained through follow-up with the clinic's facility administrator (fa). The fa stated the blood leak occurred at the initiation of hd treatment. As soon as blood reached the dialyzer, staff noted blood mixing with dialysate. The blood pump was stopped and the lines were clamped. The blood leak was internal; blood was visually observed in the dialysate compartment of the device. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive for blood. There was no damage or defect noted on the dialyzer. Fresenius bloodlines were also being used. The patient¿s blood was not returned; estimated blood loss (ebl) was 100 ml. The fa confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was confirmed to be available to be returned for manufacturer evaluation.